Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with undercast padding. The customer stated the padding is pulling apart easily and is flaking into the wound.